Event description:
It was reported that during normal follow up, it was not possible to perform threshold test in a certain vector due to no capture. Another vector was selected and chosen as pacing vector. There were no adverse events reported. No chest x-ray was performed to establish if lead had dislocated.

Manufacturer narrative:
(B)(4).